Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet wireless charging pad did not power on or charge when the user placed either the ilet or a phone on it, and the indicator light did not illuminate despite attempts with multiple wall outlets. No adverse clinical symptoms reported. Outcomes included no clinical impact. Investigation included basic troubleshooting with alternate power outlets and confirming the indicator light status. Investigation of this case revealed a suspected charging pad malfunction consistent with a power or internal component failure of the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging pad.